Event description:
Device malfunction: none. Symptoms: mild left hand cupping, tia. Time of symptoms: after the procedure. It was reported that in 2007, approx 6 hrs post right internal carotid and right common carotid artery bifurcation stenting procedure, the pt began experiencing slurred speech and left hand weakness. Vasopressors and inotropes were administered. A CT scan was done on two days, and both were negative. The following day, approx five hrs prior to discharge the slurred speech and left hand pronation were resolved, but some mild left hand cupping remained. About one week after discharge, all symptoms were resolved. Given all of this info, the neurologist diagnosed the pt with transient ischemic attacks (tia). No additional info is available. Study event.